Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris add-on burette set experienced leakage. The following information was provided by the initial reporter: add-on burette set for IV measurement appear to be leaking from the base of the set.

Manufacturer narrative:
H6: investigation summary: the customer reported there was leaking from the bottom of the buretrol, and returned one unused 82113. The burette set was tested for leakage and the complaint was verified. The buretrol leaked at the connection of the clear plastic and the white bottom. It was also easy to squeeze the buretrol and pull the clear plastic out of the white. Analysis under the microscope found glue to be applied to only one half of the buretrol and bottom. A device history record review for model 82113 lot number 21119767 was performed. The search showed that a total of (B)(4) units lot number was built on 23nov2021. There was a quality notification issued for the failure mode when the leak test was not passed, and manufacturing began working on the issue. Manufacturing found the root cause to be partial gumming on the ends of the solvent dispenser. H3 other text : see h10.

Event description:
It was reported that the bd alaris add-on burette set experienced leakage. The following information was provided by the initial reporter: add-on burette set for IV measurement appear to be leaking from the base of the set.